Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket infection. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. The returned right atrial (ra) lead was analyzed, passed all tests performed and exhibited normal device characteristics.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket infection. There were no additional adverse patient effects reported. The ra lead was explanted.